Event description:
A malfunction was reported on the pump, indicated by code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support in resetting the pump, and no recurrence of the malfunction code was observed after the reset. Customer was advised to continue using the pump and to contact support if the issue occurred again.